Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 26-aug-2019, the reporter contacted animas, alleging a prime (load step malfunction) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connected to the body and provides multiple reminders during the prime/rewind sequence.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 19-nov-2019 with the following findings: a review of the pump¿s black box showed that due to continued pump use the black box and alarm history for time of complaint had been overwritten. The available black box data showed no evidence of load malfunction. During testing, the pump successfully completed the 12 hour duration test with no loss of prime warnings occurring. The force sensor calibration at time of the complaint was found to be within required specification. The pump case was removed and moisture corrosion was located on the force sensor flex pins and in the force sensor housing. The complaint of a load step malfunction issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.